Manufacturer narrative:
Sssssno product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values received from the sensor. The ilet was appropriately triggering device and cgm glucose alerts in response to those cgm glucose values received. Device data showed one cgm glucose value below range (69 mg/dl) at 5:02 pm. The ilet had been triggering alert 117, dexcom g7 brief sensor issue, 26 times throughout the day of the event. The alert was acknowledged by the user two of the 26 times the alert was triggered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended in response to cgm glucose values received by the sensor. The event was caused by the cgm reading inaccurately. The user did not take steps throughout the day to confirm the cgm sensor was accurate and working appropriately in response to sensor alerts, which contributed to the severity of the event.

Event description:
On 5/17/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 5/7/24. The user reported to the cds that their dexcom g7 continuous glucose monitor (cgm) was reading inaccurately. The cds explained to the user that the ilet device makes dosing decisions based on information from the cgm. They emphasized the importance of confirming sensor glucose readings with a fingerstick if symptoms do not match the readings or if there are concerns about sensor accuracy. The cds also advised that the user should calibrate or replace the sensor if it is found to be inaccurate. On 5/22/24 a beta bionics customer care agent followed-up with the user to gather information about an event. The user reported no issues in the morning and that the cgm working fine. Around 2:00 pm, the user's ilet indicated a bg level of 70 mg/dl, so the user drank a few sips of coke, felt dizzy, but then improved. At 4:00 pm, while going to get pizza with a friend, the user fell asleep and lost consciousness in the car. The last remembered bg reading was around 120 mg/dl. The friend drove the user to the ER, where a glucagon injection was administered. The finger stick reading was 30 mg/dl, while the cgm showed 100 mg/dl. As bg was not rising, the user was taken by ambulance to the hospital and admitted around 7:00 pm. After stabilizing with a breakfast burrito, the user was released around 7:00 am on 5/8/24. The user experienced dizziness and loss of consciousness during the event. The user has since gone back on the ilet.